Event description:
Patient reported right side rupture confirmed via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported right side rupture confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18/apr/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flow opening. Additional observations: stress marks observed are assessed as non-penetrating nick. Non-penetrating nick observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. Device has been explanted.